Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. It was indicated that the operating system for the smart device was not a supported system, which is off-label usage of the device. It was determined that the signal loss was related to the mobile application. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss could not be determined. The reported event of a pairing failure is reportable based on the finding of the signal loss greater than one hour. No injury or medical intervention was reported.